Event description:
It was reported the programmer had a gray, "splotchy" screen when turned on. The programmer never fully booted up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up with a discolored screen, the low voltage differential signaling (lvds) board was loose so this was reinserted. It was also noted that the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.